Event description:
On the literature article named "initial experience with the navio robotic-assisted total knee replacement-coronal alignment accuracy and the learning curve.", it was reported that, after a navio robotic-assisted system for tkr with legion prosthesis had been used on 2 patients, 2 patients underwent an unspecified manipulation under anesthesia due to stiffness at 6 weeks postoperatively. The outcome of the patients is unknown.

Manufacturer narrative:
G3, h2,h3 and h6: the devices, used in treatment, were not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the article reported that 6 weeks postop ras-tka, 2 patients required manipulation under anesthesia (mua) due to stiffness. Responses to the requests for clinical documentation was not provided as of the date of this medical investigation. Without patient-specific clinical information/documentation, further assessment of the reported stiffness and subsequent mua could not be performed. Stiffness and arthrosis are known potential post-tka complications for which mua is commonly performed; however, this does not support a mal-performance of the prosthetic components. The root cause beyond those reported in the article could not be confirmed or concluded and the current patient status remains unknown. The patient impact beyond the reported stiffness and subsequent mua could not be determined. The current patient status is unknown. No further medical assessment could be rendered at this time. Should clinically relevant documentation become available the medical investigation task may be re-evaluated. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Some potential probable causes could be alignment, fit/size of device used or wear. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual products involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. D10: add concomitants. G2: report source update.